Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "under infusing, " which was not confirmed or reproduced. The unit passed flow rate tests and was found to deliver within design specification. No component could be identified for causality and therefore, no correction was required to repair this device. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-04134 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). On 09/07/2016 it was observed that the evaluation information in the MDR is incorrect and a supplemental MDR will be required. The event problem and evaluation and manufacturer narrative have been updated accordingly: baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "under infusing," which was confirmed and reproduced. Evaluation found the device to under deliver by approximately 6.724% when the device was delivering at a rate of 100 ml/hr during flow rate testing. No causality could be identified and the device was required to be recalibrated. This event will remain not reportable because the flow rate inaccuracy was less than 10%.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). Any patient involvement, injury or medical intervention is unknown.